Event description:
A (B) (6) female patient, with bowel cancer (surgery was scheduled) and aaa, underwent aaa repair on (B) (6) 2010. The patient's anatomical form was not suitable for aaa repair. The proximal neck was inverted funnel shape (diameter 19mm-27mm) and the neck above the renal angled about 50 degrees. The left external iliac artery was calcified and the access vessel was unsuitable shape. When deploying the main body, the suprarenal stent was released before contralateral cannulation. In the contralateral iliac artery, the physician could not insert a zenith iliac leg due to unsuitable access vessel, so another manufacturer's endoprosthesis was placed. When sealing the proximal site with the coda balloon catheter, the physician expanded and pushed up the balloon at the proximal neck. He repeated it few times. When he was doing so, the stent graft material between sealing stent and the suprarenal stent seemed to swell, so the physician performed angiography which revealed retrograde aortic dissection of the thoracoabdominal aorta. Non-enhanced CT was performed after the procedure and the physician confirmed type b aortic dissection the left subclavian artery. Contrast enhanced CT was performed on (B) (6) 2010, and the physician confirmed thrombosed false lumen, so he decided to take a wait-and-see approach. Additional treatment was not performed at this time. The patient's current status is unknown as not provided by reporter.

Manufacturer narrative:
(B) (4): dissection is labeled in IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions and the correct deployment procedure. The IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. The device was used off-label due to the angle of the suprarenal aorta and inverted funnel shape of the infrarenal neck. The complaint correspondence indicates that the physician used a coda balloon to seal the proximal site. The physician "expanded and pushed up the balloon at the proximal neck." Per the coda IFU; if the coda is used to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis. The balloon should be advanced to the desired position and inflated. Care should be taken to monitor balloon manipulations and inflations using fluoroscopy at all times. The patient's anatomy and user technique are possible contributing factors to the dissection. Over-inflation of the balloon may increase the risk of vessel damage. With the information provided, the root cause cannot be determined at this time. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.